Event description:
Received medwatch form. Reporter alleged that nursing staff was weighing infant on a hill-rom air-sheilds n10 scale. "Nurse took eyes off of pt and pt pushed with feet and scooted head-first backwards off the end of the tray".